Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, during implant, that the ventricular assist device (vad) sewing ring was damaged. The sewing ring was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: sewing ring was returned for evaluation. The reported event of sewing ring damage was confirmed via visual inspection, which revealed that the polyester was partially detached from the metal ring. Supplemental testing revealed evidence of the second pass of silicone but failed to identify traces of silicone of the first pass as per manufacturing specifications. Further examination failed to identify sewing process on one end of the polyester that secures and encapsulates the felt to the sewing ring. Review of the manufacturing and inspection records confirmed that the sewing ring met all requirements prior to release. Based on this investigation, the most likely root cause of the sewing ring damage may be attributed to deviations from procedure during the manufacturing process. If information is provided in the future, a supplemental report will be issued.